Event description:
It was reported that when the asymptomatic patient presented for normal follow-up, the physician determined that the lead dislodged. When the pocket was opened, the suture sleeve was found not secured, and the lead had coiled up in the pocket beneath the can. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.